Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional in regard to a patient receiving saline via an implantable infusion pump. The patient's medical history included chronic pain. It was noted that the patient did not experience any symptoms. It was unknown what caused the alarm. The alarm was not confirmed through telemetry. No troubleshooting or interventions provided. The patient recovered without permanent impairment.

Event description:
The other night, that patient started hearing a beeping coming from the pump/stomach. He heard it several times, but it was only a single tone. The patient knew the beeping was coming from his stomach because he was in a quiet area with no noises. The pump had been at minimum rate for a while with saline in it. The ¿saline ran out¿ and then the pump ¿shut down¿. The pump was not removed in case he wanted to use it again in the future. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).